Event description:
It was reported that during an unknown procedure a total of 5 cartridges were retrieved, and two different lot#s were used, and one of the five cartridges is suspected to be partially damaged. Although the foreign object embedded in the tissue was removed, the surgeon wishes to confirm whether the object is harmful to the human body (the small foreign object will be packaged with the cartridge for delivery) and requests a detailed report on the cause of the issue.

Manufacturer narrative:
(B)(4). Date sent 11/1/2024 d4 batch # unk photo images photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch #c9e34e, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide more details on the foreign object left embedded in the tissue? What was the shape and color of the object? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch #953c05 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage, with a tyvek, and with five gst45g reloads present. The reloads were received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 953c05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Additional event information: I did not personally confirm any foreign objects aside from those shown in the attached photo. However, according to a nurse who encountered the defect on-site, the foreign object appeared green, suggesting that it may have come from a part of the cartridge. All defective cases involved the use of green cartridges, and all foreign objects were green as well. It is deemed most accurate to analyze the enclosed foreign object in detail.